Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ peripheral venous catheter contained foreign matter described as "plastic particles". No serious injury or medical intervention was reported.

Manufacturer narrative:
One actual sample in opened packaging was returned for investigation. The actual sample was subjected to visual inspection. No plastic particles were observed on cannula of the returned sample. However, clear, gel-like particle was observed on the cannula tip of the returned sample. The clear, gel-like particle was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear, gel-like particle matched the spectrum of silicone and the lubricant used in the manufacturing facility. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The clear gel-like particle observed was not found to be fm but was actually silicone material, contained in the lubricant used during the lubrication process. The DHR review indicated that the drag force was within specification. Silicone presence on the assembled needles are part of the manufacturing process.

Event description:
It was reported that bd insyte peripheral venous catheter contained foreign matter described as "plastic particles". No serious injury or medical intervention was reported.